Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the lead was uncoiled, resolving the issue.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced a fall and unable to get effective therapy and diagnostics indicated high impedances and unable to be placed in MRI mode, as a result, surgical intervention may be pending to address the issue.